Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations performed on the device. No further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant rupture". This record is for the left side. Device was explanted and replaced with another manufacturer's device.